Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found a hole and reddish material in the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding force issue was unable to duplicate during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. This issue is highly detectable by the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that the force readings were high even after rezeroing the catheter. The catheter cable was replaced and the issue did not resolve. The catheter was replaced and the issue resolved. Case continued. The caller reported the root cause of the issue was the thermocool® smart touch¿ electrophysiology catheter. The customer¿s reported high force is considered not reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 8/12/2020, the bwi product analysis lab received the complaint device for evaluation. On 8/19/2020, during evaluation the catheter was inspected on 8/19/2020 and it was found a hole on the pebax and reddish material inside of it. Internal parts were exposed. These findings were reviewed and assessed the ¿hole¿ in the pebax and an MDR reportable malfunction. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through product analysis on 8/19/2020 and reassessed as MDR reportable.